Manufacturer narrative:
Visual inspection revealed the instruments internal threads were damaged and/or worn in such a manner that the crests of the thread lost their shape and angular configuration and were flat. Dimensional inspection verified that the actual diameter of the threads was over specified requirements. The complaint was confirmed. However, it cannot be determined when and/or how the instrument became damaged/non-functional. The product complaint file was reviewed and verified, to date this is the first complaint reported with this condition and is considered an isolated incident. At this time, jjpi considers this file closed.

Event description:
The pilot shaft separated from the sleeve introducer and remains in the pt's femoral canal. Surgeon believes worn threads of sleeve introducer caused pilot shaft to disengage.